Event description:
A customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. This resulted in the customer¿s blood glucose level rising above 500 mg/dl, with the specific highest value unknown but displayed as "high." The customer addressed the high blood glucose by taking a correction injection via manual insulin therapy. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.